Manufacturer narrative:
Pump powered on. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test sleep current test, active current test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing.the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Moisture damage was confirmed via visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched, cracked case (battery tube), cracked case corner of the belt clip rails. In summary, customers alleged, blank display was not confirmed. Unable to confirm unspecified alarm, however pump error 43 was found in the history files, problem isolated to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump had the unknown pump error and a blank display. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, and the serialized device was replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.